Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported emergency room visit and hyperglycemia. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient visited the ER (emergency room) with hyperglycemia. The patient's blood glucose levels reached 700 mg/dl while attempting to activate a new pod. Patient reported they were unable to activate a new pod due to communication issues, therefore their bg (blood glucose) levels elevated. Symptoms reported include nausea, blurred vision, severe headache, dizziness and cognitive changes. The patient was treated with IV (intravenous) fluids and IV insulin. The patient was released 9 hours later. The pod was not worn when seeking medical attention due to the pod have a communication issue.